Event description:
It was reported to philips that the system's wireless footswitch charger cable was damaged, which can impact imaging. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.